Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for low blood glucose levels. Customer's blood glucose value at the time of admission was 37 mg/dl. It was reported that the customer was in a vehicular accident and was the driver. It was also reported that there was miscommunication about the type of insulin customer was transitioning from. Troubleshooting was done. Nothing further reported.